Event description:
There is no scan button on device. Customer stated laser will go from the single dot to a regular laser beam. Device has undergone a soft and hard reset. No treatment. A request was made for return product and replacement product was sent.